Event description:
It was reported that the external pulse generator (epg) was attached to a patient who had received extracardiac surgery. It was programmed to vvi at 50 ppm as a back-up, the output was 5 ma and the pacing percentage was almost zero. When the battery replacement indicator was triggered, the epg was replaced by the same model. The physician thought that the battery had depleted too early, so the device was returned to the manufacturer for examination. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the heart lead flex assembly was damaged, as a result the heart lead flex assembly was replaced. Internal components were visually inspected, heart wire contacts and battery contacts were cleaned. Calibration was performed. The device passed all the functional tests. No anomalies observed in the backup function. A continuous operation test was performed for 10 days, no anomalies observed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.